Event description:
Tech alleged that the ground reading on the bed is out of range. No pt impact.

Manufacturer narrative:
The tech found the ground pin is loose on the power cord plug. The tech replaced the power cord plug to resolve the issue.